Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material in the air/water cylinder and air/water channel could not be determined since it was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual, and no physical damage was confirmed at the place where the foreign material remained. The event can be detected/prevented by following the instructions for use which state: instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscopes air/water tube and air/water cylinder had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the following: printed circuit plate was deformed; air/water cylinder has no color; suction cylinder has no color; scope cover is deformed; air/water cylinder has foreign objects; label on scope connector is peeled; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; air/water tube has foreign objects; and light guide lens had a crack. Should additional relevant information become available, a supplemental report will be submitted.